Manufacturer narrative:
(B)(4). The device history records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please explain the patient consequence and how the patient consequence was resolved?

Event description:
Lap chole case. The clips were crooked on every 2nd to 3rd firetime and endoloops were needed to reinforce.